Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure. Approximately 30 months post index procedure it is reported that the patient expired. It is reported that the patient was on hospice and expired at home. The cause of death is unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).